Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire selection incorrect; incorrect anatomy. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified 90% stenosed, left superficial femoral artery (sfa). An emboshield nav6 embolic protection system (eps) was selected for the procedure. The physician elected to use a non-abbott guide wire with the eps instead of the barewire filter delivery wire that comes with the eps. During removal of the non-abbott guide wire from the anatomy at the end of the procedure, the non-abbott guide wire separated into two pieces, leaving a portion of the guide wire and the eps filter element in the anatomy. A goose neck snare device was used to retrieve the guide wire segment and the eps filter element from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The nav6 electronic instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU that the device is indicated for use as a guide wire and embolic protection system to contain and remove embolic material while performing angioplasty and stenting procedures in carotid arteries. As there was no reported device issue, it is unknown if the deviation to the IFU contributed to the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.